Event description:
During the investigation of a similar issue described in a separate complaint (MDR 9611343-2006-00009) it was discovered and reported that metal flakes from monitor stationaryy rails could contact in sterile field during a procedure and possibly cause an infection. A pt was not involved and no injuries were reported.